Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic with managed ventricular pacing dropped beats during a lexi treadmill stress test. It also noted that the implantable pulse generator (ipg)  exhibited possible loss of telemetry. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.